Manufacturer narrative:
The device was returned and we were unable to verify the reported failure. The unit did, however, have a low charge when it arrived. A low charge will make the lcd more dim. The battery was replaced.

Event description:
It was reported that the image was either too dark or too light, regardless of how the settings were adjusted. No pt injury was reported.